Event description:
It was reported that the right ventricular lead exhibited reproducible noise. The lead was capped and replaced on (B)(6) 2021. The patient was not symptomatic before, during, or after the procedure.